Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd angiocath¿ plus there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
1 photo was returned for investigation. In the returned photo, clear particle was observed on the cannula tip of the nonconformance sample. 1 actual sample without packaging was returned for investigation. Returned sample. The sample was subjected to visual inspection. Clear, gel-like particle was observed and found on the inner surface of the needle cover of the returned sample, instead of the cannula tip as observed in the returned photo. Clear, gel-like particle observed. The sample was subjected to fourier transform infrared spectroscopy (ftir) test. The ftir results showed that the spectrum of the clear, gel-like particle had matched the spectrum of silicone and the catheter lubricant used in the manufacturing facility. Clear, gel-like particle was observed on the inner surface of the needle cover of the returned sample, which was found to be silicone that is contained in the lubricant during the catheter tubing lubrication process. Silicone presence on the catheter tubing are part of the manufacturing process.

Event description:
It was reported with the use of the bd angiocath plus there was an issue with foreign matter. There was no report of injury or medical intervention.